Event description:
Medics attempted to use the device to administer a defibrillator shock to a person diagnosed in cardiac arrest. The device allegedly failed to charge and displayed a connect cable message. A backup device was made available and used to administer 9 shocks to the pt. The pt was delivered to the hospital emergency room still in cardiac arrest. The pt's outcome was not known.